Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken but the ipg was not revised. The patient will be referred to another physician and surgery will take place at a later date to address the pain at the ipg site.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the patient's ipg was repositioned on (B)(6) 2024. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.